Event description:
Five days after receiving a cypher stent in the proximal left anterior descending coronary artery, a male patient presented with gastrointestinal hemorrhage that required transfusion. This event was determined as unrelated to the cypher stent. Aspirin and plavix were discontinued as the cause of the bleeding was attributed these medications. However, three days later, the patients experienced a myocardial infarction and an instent thrombosis, which necessitated treatment.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.